Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, the teflon pad on the thunderbeat handpiece started to lift. A short circuit error was displayed on the generator followed by a probe damage error. The procedure was completed with another handpiece. There was no pt injury reported.

Manufacturer narrative:
The thunderbeat handpiece was returned to olympus for eval. The teflon pad was found melted and partially detached from the grasping section. The device was tested using an esg-400/usg-400 and no problem was found. The device will be forwarded to the original equipment manufacturer for further investigation.